Event description:
The customer reported the system would not display a fluoroscopic image. There is no report of injury or death associated with this event. This is a reportable event.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.